Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17538403m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with an ez steer thermocool navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. After the first ablation point, the patient¿s blood pressure started to drop. A pericardiocentesis was performed. The patient was reported to be in stable condition at the time the complaint was reported. The patient did not require extended hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was the patient¿s condition. A transseptal puncture was performed with an unknown needle and sheath. The ablation time was 30 seconds and the last ablation cycle time was one minute maximum. The temperature cut off value was set to 45ºc. The power cut off value was set at 35 watts. The flow setting was set to 17ml/min. The power was not titrated during ablation. There were no error messages reported by the biosense webster systems. The patient received anticoagulation in the procedure. There were no factors that might have contributed to the event. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.